Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the patient's heart rate increased and the blood pressure dropped; the right ventricular lead perforated the patient. The physician called a code. The patient suffered a cardiac tamponade that was treated with pericardial drain. The patient was intubated and moved to intensive care unit for recovery. The patient's blood pressure recovered and was in stable condition post event; the blood work was fine.